Event description:
It was reported that during a photo selective vaporization of the prostate for benign prostatic hyperplasia, the fiber stopped work at 99,981 joules. Also, the glass cracked and was firing out of the tip. The procedure was completed with another device without patient complications.